Manufacturer narrative:
6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, the stryker e-sep pencil made a buzzing sound when it was plugged into the generator. The pencil was unplugged and re-plugged in, the same thing occurred the second time. The e-sep pencil was removed and another pencil was plugged in. The second pencil functioned as intended. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the stryker e-sep pencil made a buzzing sound when it was plugged into the generator. The pencil was unplugged and re-plugged in, the same thing occurred the second time. The e-sep pencil was removed and another pencil was plugged in. The second pencil functioned as intended. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported